Manufacturer narrative:
(B)(4). The patient was prescribed multiple product codes for a homechoice automated pd set with cassette. The product code and lot number of the product used by the patient is unknown; however, the product codes share a common brand name, manufacturer, and 510k number which have been provided. An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2367 (air in set) alarm occurred on the homechoice device during dwell one of peritoneal dialysis therapy. The home patient was connected at the time of the event. The power was cycled to clear the alarm and the patient was advised to start therapy over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.